Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Upon review, the shock impedance values had been high for some time now measuring currently around 130 ohms. There was no noise noted on the electrogram (egm). Technical services (ts) recommended to consider shock testing. This rv lead remains in service. No adverse patient effects were reported.